Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime after the chronic catheter was placed, the catheter allegedly cracked and was no longer functional. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Per the lot history review, this is the 2nd complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged cracked catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization, sharp instrument damage, and flexural fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that sometime after the chronic catheter was placed, the catheter allegedly cracked and was no longer functional. Reportedly, the device was removed. There was no reported patient injury.